Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry speaker is not alarming. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.